Event description:
(B)(4). The dealer reported that the irc5po2 concentrator had a broken connector. There was no patient injury reported.

Manufacturer narrative:
(B)(4). MFR. Report # 1031452-2012-00455. This event, a broken oxygen outlet connector, on an irc5po2 concentrator is a non reportable event. This is a visually detectable event, the oxygen tubing cannot be connected to the concentrator. The potential for a serious injury or death would not be likely as this product is not a life supporting / life sustaining device, to be used as an oxygen supplement. The user needs to switch to an alternate source of oxygen and seek repairs by an authorized repair service.

Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. Model irc5po2 , serial number/date code (B)(4) is approximately two years old. The owner's manual part number 1143482 rev. E (nov-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.